Event description:
It was reported that black particulate matter was observed on a minicap transfer set connector tube. This was observed prior to patient use in peritoneal dialysis therapy. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was performed and there were no issues, changes to specifications, test methods, process, equipment, or raw material noted in the batch record. The sample was received and an evaluation of the device was performed. Sample analysis determined the sample did meet specifications. Visual inspection was performed with loose matter noted (not in fluid path) and to be within specification. Should relevant additional information become available, a supplemental report will be submitted. This is the same event as (B)(4).